Event description:
Rptr uses the defense blood standardized system. The system is not supposed to be altered in any fashion because it is classified as a medical device. The facility has the system hooked to a lan connection and consistently runs "scripts" on the system therefore changes the medical device. Rptr has asked if there was a system in place to bring the device into compliance with the original FDA approval and as of yet the answer is no. Rptr believes that the system is vulnerable and the facility has no system in place to make sure changes are not made to the system. Rptr is told..."don't make changes to the system"...wink...wink. Rptr is told this but the upper management knows that scripts are run and in rptr's experience refuse to accept this as a problem.